Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube, a cable, the snubber board and the filament board were replaced. The system was to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a low milliamp and low kilovolt error message. No pt injury was reported.